Event description:
The biomedical technician for the facility reported the unit alarmed when it was turned on to set up for surgery. The propofol label was in use with a 60cc bd syringe. There was no patient contact.